Manufacturer narrative:
The technician found rubber end on the CPR valve was jammed in hydraulic block. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the CPR function is not working.